Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with sepsis and bacteremia. Patient¿s entire system was successfully explanted with no complications. There was no allegation that the infection was due to the system or implant procedure. The patient was symptomatic.